Event description:
It was reported that the customer received alarms on the insulin pump. Troubleshooting was performed. The customer was advised to clear the alarm and program a normal bolus into the air. The bolus amount was recorded in the alarm history. Customer further stated she received a no delivery alarm while trying to prime the infusion set and reservoir. The customer stated that when the no delivery alarms occurred, she would have to prime the set and reservoir again and other times, she would just change it. She was advised to troubleshoot when the alarm is occurring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.